Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported following a permanent implant procedure, the patient experienced weakness and numbness in her lower extremities. Consequently, the patient explanted the scs system. The physician stated numbness was not related to sjm product or the implanting procedure. Further follow up identified the patient is "fine" and has regained motion back in lower extremities.